Event description:
Patient intubated with a medline 3.0 cuffed ett (endotracheal tube). The tube passed easily through the vocal cords, and after intubation was noted to be main stemmed. Withdrew the tube slowly and noted that the endotracheal tube was stuck at some point and could not be withdrawn any further without significant force. Ent (ear nose and throat) was consulted post-operatively and it was noted that the endotracheal tube was still somewhat fixed.